Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Date of event is an unknown date. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: "tri-lock bone preservation stem versus conventional corail stem in primary total hip arthroplasty via direct anterior approach: a short-term, retrospective, comparative study" by sho masuda, kentaro iwakiri, yoichi ohta, yukihide minoda, akio kobayashi and hiroaki nakamura published on 17 april 2023 in medical science monitor. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The published article ¿tri-lock bone preservation stem versus conventional corail stem in primary total hip arthroplasty via direct anterior approach: a short-term, retrospective, comparative study" by sho masuda, kentaro iwakiri, yoichi ohta, yukihide minoda, akio kobayashi and hiroaki nakamura published on 17 april 2023 in medical science monitor was reviewed for adverse events. The purpose of the article was to evaluate the clinical efficacy of tri-lock bone preservation stems vs conventional corail stems in primary total hip arthroplasty via direct anterior approach. A total of 204 patients were included, including 98 patients (98 hips) in the tri-lock bps group and 106 patients (106 hips) in the corail group. There is no indication of manufacturer of the cup/liner used in these patients. The following adverse events and findings were identified: fracture around femoral prosthesis tri-lock stem: 1, corail stem: 4 lateral femoral cutaneous nerve injury tri-lock stem: 3, corail stem: 4 postoperative thigh pain tri-lock stem 1, corail stem: 3 poor wound healing involving wound dehiscence, peripheral hematoma and delayed healing requiring dressing changes and oral antibiotics corail stem: 6 prosthesis dislocation corail stem: 1 deep vein thrombosis tri-lock stem 1, corail stem 3 ectopic ossification noted via post-operative imaging tri-lock stem 2, corail stem 3 stress shielding noted via post-operative imagine tri-lock stem 57, corail stem 65.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.